Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill one of peritoneal dialysis therapy. It was determined that the patient's largest prescribed fill volume was 2500ml. The patient preformed a manual drain which was about 3500ml. There was no patient injury or medical intervention associated with this event. No additional information is available.